Event description:
On (B)(6) 2011, patient reported insulin leaked from the insulin cartridge into the cartridge compartment of the infusion device. Patient stated insulin leaked out of the top of the insulin cartridge near the infusion adapter. Patient reported there were no cracks visible at the luer lock, adapter or insulin cartridge. Patient stated she did not know when the infusion adapter was last changed. Patient reported she poured out the insulin from the cartridge compartment and dried out the rest of the moisture with a paper towel or tissue. Patient discarded the alleged insulin cartridge. Patient stated she was still experiencing air bubbles during the insulin cartridge filling process. Advised patient a trainer can meet with her and go over the cartridge filling process. Submitted a request for assistance. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and requested return of the alleged infusion device for evaluation.